Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right atrial (ra) lead was seen in-office for a routine device check. It was noted at this time that their ra lead did not capture and had poor sensing. The physician decided to perform a ra lead revision. Since the battery of the patient's pacemaker had an estimated longevity of only five months remaining, the physician changed the pacemaker generator during the same procedure. During the procedure, it was noted the distal tip of the existing ra lead was located in the superior vena cava. The lead was capped/abandoned (it remains implanted but out of service) and a new ra lead was successfully implanted. Besides intervention, there were no other adverse patient effects reported.